Event description:
It was reported to resmed (B)(4) that a system fault (sf188) error occurred on an astral device. This resulted in an alarm which notifies user/caregiver to error message. The device was not used on a pt when the fault occurred, therefore, there was no pt involvement. MFR #: 3004604967-2015-00197.